Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 471 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 274 mg/dl. Troubleshooting found that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. Customer was advised that a replacement insulin pump would be provided as the customer also had a no delivery alarm. No further details were given.